Event description:
On 9/3/1997, an insurance agent collected an oral fluid specimen from a client using the episcreen hiv-1 oral fluid specimen collection device. On 9/4/1997, the parent of the client reported back to the insurance agent that the client's mouth was raw and had white blisters in the area where the collection pad had been placed. White blisters were still present on 9/5/1997 and the area was sore and sensitive to salt or spicy food on 9/11/1997 when the complaint was received. It was reported that the agent had instructed the client to rub the collection pad back and forth several times. Also, the agent thought that it was possible that the client had rubbed the pad too vigorously and had caused irritation. A material safety data sheet for the collection pad ingredients was sent to the initial reporter of the incident. The insurance agent spoke with the client's parent and reported back that the client was fine and that client had no further concerns. This was communicated to the MFR on 11/17/1997.